Event description:
Reporter alleged obtaining discrepant blood glucose values of 60 mg/dl at 12:44 pm back to back with a result of 228 mg/dl performed at 12:49 pm when testing was performed on the compact plus system. Reporter stated he was experiencing hypoglycemic symptoms prior to the comparison and had obtained a glucose result of 53 mg/dl at 12:38 pm however, self treated with 2 glucose tablets at the time. It was stated as a result of the first value in the comparison of 60 mg/dl, the reporter took two additional glucose tablets and obtained a result of 180 mg/dl prior to obtaining the result of 228 mg/dl. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. It was stated the test strip vial had been discarded therefore, no product will be returned for evaluation.